Event description:
It was reported that while impacting the femoral component, the impactor's jaws broke on impact.

Manufacturer narrative:
This report will be amended when our investigation is complete.